Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (health professional should not be marked) and h6 (component code) additional information added to field d9, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned and inspected; however, it was unable to reproduce the error during the investigation. The error could occur due to various user-related issues such as no instrument being connected, a defective or non-compatible instrument or cable being used or activating the esg-400 within 2 seconds of connection, which results in a temporary error. Additionally, permanent errors may arise from hardware issues on the motherboard, typically involving components like l74 or ic28. The event can be detected and prevented by following the instructions for use: in the current IFU of the esg-400 the error e619 is described in chapter 8 'troubleshooting': "wait for the completion of the data transfer which takes about 3 seconds. As soon as the data transfer is completed, the instrument name is displayed on the screen. Then the hf instrument can be activated.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator esg-400 displayed an e486 error message during a unspecified therapeutic procedure. There was a slight delay of 3 minutes while another device was retrieved. The procedure was completed using a similar device. There were no reports of patient harm or injury.